Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28007325, was reviewed. The pump was manufactured on november 28, 2023. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic. The clinic confirmed there was nothing wrong with the pump. The clinic had to stop the pump since the patient turned jaundice and he progressed. According to the clinic, this was related to the drug not the pump. The adverse event described by the patient and physician are known and is listed on the labeling of the drug product floxuridine, which is indicated in the intera 3000 hepatic artery infusion pump.

Event description:
Intera oncology received a report from the patient directly. The patient had his intera 3000 hepatic artery infusion pump implanted on (B)(6) 2024. The patient completed 3 floxuridine refills at 100% dose then 1 floxuridine refill at 50% dose. The patient stopped floxuridine refills at the end of (B)(6) 2024 due to elevated liver enzymes and have been maintaining the pump since then. In (B)(6) 2025, the patient's doctor recommended that they officially stop hepatic artery infusion therapy and let the pump clot off. The patient also mentioned that he had bile duct dilation which has almost completely resolved without needing intervention.